Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Patient later reported no complaint against the left side device. Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "torn" implant on the left side. The device remains implanted.